Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and noted damage/cuts in the cassette sheeting. Functional testing including leak testing, clamp function testing clear passage testing and device to device interaction testing were performed. Leaks were noted through the damaged area. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The direct cause of the reported issue was determined to be a cracked cassette. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. The technical service representative had the patient cycle the power on the hc machine to clear the alarm. During follow-up with the patient, they stated that the alarm occurred due to the "cassette sheeting failing". The cassette was reportedly broken at the seam. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned on (B)(4) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.